Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient has atrial tachycardia (at) and atrial fibrillation (af). Patient also reported having "skipped beats". Patient indicated they had felt af and at and the physician did not find that information recorded in the implantable pulse generator (ipg). The patient feels that the ipg is not "getting all of the rhythms". Additional information was attempted to be obtained, however, it was not available. The ipg remains in use. No patient complications have been reported as a result of this event.